Manufacturer narrative:
Several attempts have been made for clarification and information from the rep and surgeon. However no further information has been received. Foreign body response or reaction and inflammation related to general surgical mesh implants, including desara and vertessa product families is a known potential adverse event as indicated in the product IFU. It is unknown whether the device, surgical technique, or patient's medical history may cause this risk. Although there are known risks associated with the use of caldera medical's mesh products, these risks are noted in the warnings/adverse reaction section of each product's instructions for use (IFU). When used as intended and per the product IFU, the benefit to the patient for the intended use outweighs these risks. These risks have been mitigated through product labeling (IFU) and surgeon training. All products are by prescription use only and are restricted for use by physicians trained in performing procedures for treatment, as indicated in the product labeling. Additionally, design controls exist for all products during the design phase for inherently safe design including biocompatibility and sterilization testing to support. Data for these tests are submitted as part of the regulatory submission for review and approval by the FDA and ous regulatory bodies.

Event description:
Sales representative reports that the surgeon mentioned he had a recent complication using vertessa lite mesh. After two weeks post-op, a patient experienced infection. The surgeon explanted the implant. Surgery date is not reported. No lot number is reported and the specific product used within the vertessa lite product family is unknown. Product is unavailable for investigation. Sales rep and surgeon were contacted for further information. The rep states that the surgeon mentioned the adverse event in passing and has since attempted to gain more information about the issue if possible. Several attempts have been made to gain further information for clarification, however no further information has been received.